Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed and noticed that the insulin pump alerted with insert battery within half an hour of replacing the battery 3 times and then alarmed with a power error detected. The insulin pump will not be returned for analysis.